Manufacturer narrative:
(B)(4). Information was received from a health professional who is not required to complete form 3500a. The device was returned for evaluation. Visual inspection determined that the reamer is fractured at the drive facets. The reamer was dimensionally inspected and found to be conforming where measured with the exception of the fractured facets. The hardness was checked and was within specification. The device was used for treatment. Based on the lot number, the reamer has an approximate field age of 1 year. No other complaints of any type have been reported for this lot. The facets are used to absorb the torque and bending forces applied to the reamer from the driver during use. The most probable cause of the reported condition would be that the facets where exposed to greater than anticipated forces during use. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It has been reported that the glenoid reamer broke during use. Surgery was completed with another device. There was a five minute surgical delay.